Event description:
It was further reported that the physician used the maverick monorail to treat an in-stent re-stenosis in a somewhat tortuous lad coronary artery and the balloon lost pressure at 10 atm's on the second inflation. (The first inflation reached 8 atm's.) The pt was asymptomatic during this event. The maverick monorail balloon catheter was removed and replaced with another maverick monorail balloon catheter to successfully complete the procedure.

Event description:
During a ptca/stenting treatment procedure involving a calcified and stenotic lesion in the lad coronary artery, the maverick monorail balloon was suspected to have ruptured at 10 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown.) A tvg guidewire (size unknown), a wiseguide guide catheter (size unknown) and a tristar stent were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Pt status is reported as "good".